Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device was expected to last for 2 years however after 2 months, device only had less than 6 months remaining battery and then during recent check, longevity of this pacemaker device again showed that there was still 2 years remaining battery. Device data analysis showed that the change in longevity of this device may have been the result of the device operating near the current bin boundary, and it is possible that the pacemaker current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations. Device analysis data confirmed that this device still had 2 years remaining battery. This pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information indicated that the pacemaker device was explanted. The pacemaker device was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.